Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not received.

Event description:
It was reported, "found 4 holes in PICC lines." No other information was provided. It was reported this occurred with four devices. This report addresses the first device.